Manufacturer narrative:
Conclusion: post-implant occurrence of aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided.

Event description:
Medtronic received information that six weeks post-implant of this transcatheter bioprosthetic valve, the patient continued to have aortic regurgitation. Subsequently a second valve was implanted valve-in-valve. No subsequent adverse patient effects were reported. No additional information was initially provided.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record for this valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.